Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error. Customer's blood glucose value was 13 mmol/l at the time of the incident. The customer was assisted with troubleshooting. The customer states pump was not exposed to a high magnetic field. The customer also stated that insulin pump had pump error 35 and the pump is not getting the sound on the alarms. The customer states they did a self test to check if the pump was working ok. The customer stated insulin pump had a pump error 63 and customer states she checked the audio options and it is still set to audio and vibrate but it is only vibrating . The customer also stated that down arrow key had a response but the ok key wont clear the alarm. The customer also stated that insulin pump had frozen display and customer reports the screen is not completely blank. The customer stated that pump buttons did not begin to work in less than 5 minutes without battery change. The customer stated unable to try pump with remote. The customer was unable to clear the pump errors, power loss alarm and program pump. The customer advised the pump will need to be replaced and advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify frozen screen anomaly and pump error 35 due to critical pump error (open book image) alarm.